Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, the clinical study coordinator has entered 55 informed consent forms in the clinical study for hero graft patients who "have passed away and were recruited with a decedent waivers [inclusion into the study post mortem]". Data will be reviewed as the coordinators enter the case report forms (crfs) associated with these patients. Additional information is pending. This investigation is for patient (B)(6). The scope of the investigation will include both hero 1001 and 1002 components, but will be reported under hero 1001.